Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 30 mg/dl and the insulin pump did not suspend properly. The customer reported that the transmitter was having communication issues with insulin pump. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.